Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-396a, mmt-332a and mmt-1880. Troubleshooting was not performed and past event was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-396a, mmt-332a and mmt-1880.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box; 2. Section h9 - added battery depletion recall number. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self-test. Failed with a high sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 30-jun-2025 or two days prior. No battery failed alerts found in the history or traces files of seven days before the event date. Pump was cut open to perform visual inspection and found corroded battery tube and dried insulin on motor slide. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), label damage (stained) and corroded battery tube. Failed battery test and insulin flow blocked were not confirmed. Pump received with a high sleep current measurement due to moisture damage on battery tube. No current code/category was confirmed due to high sleep current measurements. Exposed to moisture confirmed on battery tube and motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.